Manufacturer narrative:
The thermogard xp ivtm system in the complaint will not be returned for investigation. The facility will replace the thermogard xp ivtm system. Therefore, zoll service is not required.

Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
After the self-test, the thermogard xp ivtm system (sn (B)(4) displayed tcmid: 06 (ce post failure) error message. Patient use information was requested but no additional information was provided.